Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak and additional treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the left atrium. The clip delivery system (cds) was then inserted into the hemostatic valve of the sgc; however, air entered the sgc. All three-way taps were checked and the taps worked appropriately. The cds was removed and it was confirmed that the sgc valve was working properly. Two more attempts were made to re-insert the cds into the sgc, but air entered the sgc each time. Aspiration was performed until the clip introducer of the cds was removed. The cds was no longer used and was replaced. A new cds was used successfully with the same sgc. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported clip delivery system (cds) leak was confirmed during the returned device analysis. The analysis found that the delivery catheter (dc) handle was returned with a broken flush port. The lock lever shaft was broken and returned lodged in the lock lever cap. The clip arm was returned caught in the clip introducer and a tear was noted on the silicone valve inside the clip introducer housing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined that the reported leak and observed torn material appear to be related to a potential product quality issue. The observed broken flush port luer appears to be a result of improper packaging and/or shipping since the device was found to be returned not properly placed in the packaging tray. Based on the information reviewed, the observed broken lock lever luer appears to be a potential product quality issue. The investigation determined that the broken lever could have potentially been caused by manufacturing and thus to be related to potential product quality issue. This is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.